Event description:
The product is the baxa micro macro compounder and interfacing total parenteral nutrition personal computer + formulary software. A resident doctor in the hospital erroneously prescribed insulin in units per day rather than units per liter. The patient was therefore underdosed. Susequently, another resident erroneously treated the patient as if the first dose was in units per liter. This subsequent doctor thought the first dose in units per liter was not enough. The additional insulin overdosed the patient. Medical intervention with intravenous glucose was required to stabilize the patient. There was no permanant harm to the patient.